Event description:
Customer reported they were questioning one result for the sars-cov-2 tma assay on the panther instrument. Customer reported the sample was tested twice with a positive result and then was tested again with a negative result.

Manufacturer narrative:
Molecular application support informed the customer that the discrepant results was due to the low limit of detection of the sample. There were no hardware issued. Customer continued to run the instrument and had not reported any further issues.